Event description:
While administering chemotherapy the phaseal connector leaked, exposing the nurse to the chemotherapy agents.======================manufacturer response for chemotherapy safety device, bd phaseal (per site reporter)======================awaiting follow-up